Event description:
Reported discordant results for flu b for one patient, (one positive and one negative result) between alternate antigen test and sofia 2 sars+flu with no confirmatory testing.

Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Root cause: unable to determine. Source: phone.